Manufacturer narrative:
The lead remains in servicea this time. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that over the past two years, the right ventricular lead impedance measurements have been trending upward. Impedances remained in acceptable range until a few months ago they were at 2090 ohms. However since then, the impedances have decreased slightly. All sensing and threshold measurements have been normal. Technical services discussed possible evolving lead fracture. No adverse patient effects were reported. The patient is not pacemaker dependent in the ventricle.